Event description:
It was reported that pump battery appeared to discharge too quickly, with no additional details about usage. There was no reported impact to the customer¿s blood glucose level. Customer ultimately decided not to return pump for evaluation, and no further corrective actions or technical support interventions were documented. No further information was provided.